Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pleural effusion coincident with automated peritoneal dialysis (apd) therapy. The cause of the event was not reported. The patient was hospitalized for the event. Treatment details were not reported. Apd therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.